Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device's tip broke off during the case. Another device was used to complete the procedure. There was no adverse consequence to the pt.